Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported that while removing the external fixation pin it was noted that the device was broken.